Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume test. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. Visual and functional testing was performed. The reported issue was unable to be confirmed as the device was within specifications of all accuracy tests. Further investigation found a buckling uso seal. The uso seal was replaced, the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.